Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call of high blood glucose readings and a button error on the insulin pump. The customer's blood glucose reading was 500 mg/dl. The customer treated with manual injection. The customer stated that the act button was not working. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer declined to troubleshoot for high readings.

Manufacturer narrative:
The pump was received with unresponsive buttons due to an unlocked keypad connector on the lcd board. The keypad traces were inspected and no anomalies were noted. Unable to perform the basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump was received with a broken reservoir tube lip, broken battery tube threads and minor scratches on the lcd window.